Manufacturer narrative:
Section h4: correction

Manufacturer narrative:
The event of a no external power alarm was confirmed based on the information recorded in the log file extracted from the system controller s/n (B)(4). The log file contained 256 events spanning 6 days ((B)(4) 2019 per time stamp). The pump¿s fixed speed and low speed limit (lsl) were 5200 and 4900 rpm respectively. The pump maintained speeds above the lsl while connected to the driveline. On (B)(6) 2019 at 4:29, atypical power cable disconnect alarms became active while the patient was using the mpu ¿ neither cable was flagged as being disconnected, which would indicate a true disconnection. The alarms led into a no external power/low power hazard event within the same minute. The pump parameters were not affected during this incident and the system was supported by the backup battery. The alarms cleared within 7 seconds of activating when power was restored to the system. Requests for additional information about this event were made; however, at this time no response has been received. The cause of the reported event was unable to be conclusively determined. Although product return notices were sent to the customer, the mpu was not returned for evaluation. No further information was provided the patient remains ongoing on the device. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that a no external power alarm was noted in the log file while the patient was connected to the mobile power unit. No further information was provided.